Event description:
It was reported by the patient that the pod's cannula was causing various scars on the site. It was also reported that the site was swollen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported scar. No lot release records were reviewed, as the product lot number was not provided.